Manufacturer narrative:
Of the 11 allegations of a malfunction, 7 pumps were returned to animas and investigated. Of the investigated pumps, 3 were found to be malfunctioning due to a cold-solder audio-piezo issue and audio-piezo contact alignment issue. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Event description:
This report summarizes 11 malfunction events. A review of the events indicated that the one touch ping model pump experienced a dual alarm failure issue. These reports were received from various sources. The patients associated with this allegation ranged from 8-78 years of age and between 53 and 211 pounds. Of the reported patients, 5 were male, 6 were female, and 0 were unknown.